Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operation check, there was no sensing and no capture on the right ventricular (rv) lead. It was noted the rv lead dislodged. The lead was reprogrammed and subsequently revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.